Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to reporter, during withdrawal of the needle, safety device did not engage resulting in a needle stick to the clinician. No permanent adverse health outcome was reported.